Manufacturer narrative:
During internal review of the final investigation results it was detected that the event is reportable. The initial analysis by the technician on site indicated that the device had stopped cycling due to an insufficiently charged battery. However a manufacturer analysis of the log entries did not indicate a battery related root cause. It could be determined in the course of manufacturer investigation that the device detected an unacceptable deviation between measured motor blower rotation speed and the set value. The device reacted as specified to the deviation by generating a visual and audible technical alarm and opening the emergency breathing valve to allow for spontaneous breathing of the patient. Based on the log entries the pcb elco was determined to be the root cause of the reported problem. The pcb elco is used to ensure sufficient voltage supply to the motor blower as the rotation speed of the motor blower turbine changes simultaneously to the breathing cycles. After replacement of the pcb elco the device passed the functional test according to specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the carina stopped cycling while in use on a patient. There was no patient injury.